Manufacturer narrative:
Sections with additional information as of 15-dec-2020. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-062: mlc-62: user had poor technique.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique note: manufacturer contacted customer in a follow-up call to ensure that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high control solution results with replacement product. Control test performed during follow-up call produced results of 64 and 65 mg/dl. Control tests not within acceptable range of 23-53 mg/dl. Control level one, manufacturer¿s expiration date is 04/30/2022 and open date is (B)(6) 2020. Customer's information was provided to technician who contacted the customer via telephone. Customer performed another control test with technician that produced result of 42 mg/dl, which was within the acceptable range. The customer feels well and did not report any symptoms. No medical attention since the last call was reported. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/18/2022 and test strips were opened three weeks ago.